Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. The reported issue could not be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. No related non-conformity reports found during manufacturing record review. During manufacturing process, all lenses are cleaned and inspected under 10x microscope magnification and optical measurements are performed.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. If explanted, give date: not applicable as to date there is no indication that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a (B)(6) female patient who had multifocal lenses implanted in both eyes in (B)(6) 2014. She claimed that she can see at distance without the glasses she always worn. However she has no near vision despite her optometrist prescribing reading glasses. Vision is hazy and she cannot focus, even at distance and for driving. She had many follow-up visits with her doctor and the doctor appears to be stumped and has discussed dry eye studies. Patient underwent lasik procedures on both eyes to remove debris, with no effect. She finds it difficult to focus on the computer. Reading exhausts her and she has stopped drawing completely, which used to bring her great pleasure. As a result, she has been both disoriented and depressed because of her vision. Additional information was received and it was learnt that the patient was not able to read close up right after the surgery. She was prescribed reading glasses; however, sometimes it helps and she has good days and bad days. She is reading less as she finds it hard to concentrate when reading. She is not affected by halos and glares. She feels that there is interference with the lens, cloudiness or like an oily film. The doctor does not know what is causing the issue. However, the doctor did notice there was some tissue build up on the lens and so she had lasik procedure done to remove the tissue build up. This helped for a week. Patient stated that she will follow up with her doctor to see if there is still tissue build up. She also stated she has dry eyes and when wearing contacts she would have mucus build up on her lenses. She was told to use the over the counter eye drops but they did not really help. She also stated her doctor recommended she participate in a dry eye study which she may join. Two reports will be submitted, one for each lens/eye. This report is for the right eye.